Manufacturer narrative:
As reported, this was a patient who was aesthetically dissatisfied following weight loss, and not an alleged deficiency/malfunction of the device. This MDR is submitted to document the surgical intervention for mesh removal. To date, this is the only reported complaint for this manufacturing lot. This MDR represents the bard/davol phasix mesh (device #2). An additional MDR was submitted to represent the bard/davol phasix mesh (device #1). Device not returned - mesh explanted.

Event description:
As reported, the patient was implanted with two phasix mesh (device #1 and device #2) bilaterally on (B)(6) 2022. It was reported that post implant, the patient had lost weight voluntarily and aesthetically, was not happy and wanted to go back to permanent (silicone or saline) implants. As reported due to the patient¿s dissatisfaction, eight months post implant, the patient underwent surgical intervention for removal of the mesh on (B)(6) 2022.

Event description:
As reported, the patient was implanted with two phasix mesh (device #1 and device #2) bilaterally on (B)(6) 2022. It was reported that post implant, the patient had lost weight voluntarily and aesthetically, was not happy and wanted to go back to permanent (silicone or saline) implants. As reported due to the patient¿s dissatisfaction, eight months post implant, the patient underwent surgical intervention for removal of the mesh on (B)(6) 2022.

Manufacturer narrative:
As reported, this was a patient who was aesthetically dissatisfied following weight loss, and not an alleged deficiency/malfunction of the device. This MDR is submitted to document the surgical intervention for mesh removal. To date, this is the only reported complaint for this manufacturing lot. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document a correction to the unique identifier (UDI). Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 99 units released for distribution in november, 2021. Updated fields: b4, g3, g6, h2, h4 (device manufacture date), h6, h10, h11. Corrected field: d4 (unique identifier (UDI)). This supplemental MDR represents the bard/davol phasix mesh (device #2). An additional MDR was previously submitted to represent the bard/davol phasix mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.